Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On july 4, 2024, patient reported elevated blood glucose of 227 mg/dl (confirmed at 203 mg/dl via fingerstick) after eating and making a meal announcement. Patient expressed concern that the ilet was not delivering insulin. Agent confirmed via algorithm steps that insulin dosing was occurring and explained that the ilet uses conservative dosing during its learning phase. Patient was advised to monitor bg. Follow-up on july 5 confirmed bg had returned to range and no further issues were observed. Blood glucose remained above 180 mg/dl for approximately one hour. No backup therapy was used, no ketone testing was performed, and no professional medical intervention or additional assistance was required. No immediate health effects such as dizziness, loss of consciousness, or dka were reported.